Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient never received the desired stimulation post implant. The rep had worked with the patient post operation weekly to achieve desired stimulation like the trial and all attempts were unsuccessful. X-rays had been ordered and did not show any lead movement. The patient had been recently diagnosed with cancer and was undergoing radiation therapy. A history of parkinson's was also noted. Relevant medical history included non-malignant pain and failed back syndrome. A lead revision was attempted but was unsuccessful. The doctor ended up aborting the revision and instead explanted and referred the patient for a pump. The issue was stated to have been resolved and the patient was alive with no injury. Follow-up was not required.